Manufacturer narrative:
Two airseal tri-lumen filtered tube sets with damaged packaging were received for evaluation from the distributor. Visual inspection of the packages confirmed sample one has a slice on the label, sample two has multiple slices on the back of the pouch. Dye leak testing was performed and sample one passed, sterility has not been compromised. Sample two failed the dye leak test and was unable to keep sterility. Due to the condition of the packaging and without all of the packages being returned in the original boxes, the root cause of the "slices" in the pouches was not able to be determined. This product was manufactured on june 14, 2016 and supplied to conmed with a manufacturers certificate of conformance. Of this lot containing (B)(4) units there have been no other similar complaints received. There have been no other adverse events reported for this device and failure mode. A two (2) year review of complaint history for this product and failure mode shows a total of (B)(4) similar complaints involving a quantity of (B)(4) units. (B)(4). This failure mode is addressed in risk documentation and the risk analysis shows an acceptable risk level. According to the instructions for use, the user is advised: the enclosed components of the airseal access system are only sterile if used before the expiration date and if the package is unopened and undamaged. Do not use after the expiration date or if package is open or damaged.

Event description:
The distributor in (B)(4) reported during routine incoming inspection, it was observed there was "damaged packaging" of 2 sterile packages containing the airseal tri-lumen filtered tube sets. There was no patient involvement as this was found prior to distribution to an end user.